Event description:
Angio-seal device was used on patient's right femoral artery. Patient came back a couple days later to the ed with complaints of right leg/foot intermittent numbness. Computed tomography angiography was done and tissue plasminogen activator infused for clot lysis. Piece remained in artery after lysis that is assumed to be the footplate to the angio-seal. Patient in hospital several days after and will need physical therapy.